Event description:
It was reported that about a year ago the patient fell out of a truck. The patient believed that the lead was moved or pushed during the fall. After the fall, the patient started to experience pain in her right hip traveling down to the knee, tingling in the feet, hyperreflexia, pain in her legs and hands, and a loss of feeling in her legs and arms. The patient underwent a CT myelogram which showed scar tissue around the lead pressing on the spinal cord. The patient stated that she had severe nerve and spinal cord damage in her arms, legs, hips and knees. It was noted that the patient recently had the device checked by a physician and the md said that everything was okay. The ins was currently turned off because, it was stimulating the spinal cord and the wrong areas. It was noted that the patient also had problems with her esophagus and had 1st stages of cancer. The patient was told that doctors could not cut into the scar tissue area because, this would cause more scar tissue, and they couldn't remove the device components because, it may causes paralysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3898-33, lot# lb4325, implanted: 2003 (B)(6), explanted: na; extension: model 747151, serial# (B)(4), implanted: 2003 (B)(6), explanted: na; programmer: model 7435, serial# (B)(4).